Event description:
The pt's spouse came into the bedroom and said pt was not awake yet and pt was sweating. Pt then used the suspect device to check pt's blood glucose and obtained a result of 165 mg/dl. Pt was concerned so pt called the emergency medical services. Upon arrival the emergency medical service used their own meter to check pt's glucose and the level was 48 mg/dl. Pt was treated with an IV and given orange and apple juice. Glucose control level 1 was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.